Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of a discrepant high inr result with coaguchek xs meter serial number (B)(4) compared to the laboratory. The customer was tested at the laboratory at 10:00 a.m. With a result of 3.0 inr. The customer tested on the meter at 12:00 p.m. With a result of 4.5 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer skipped one dose of coumadin based on the meter result. No adverse event occurred due to this adjustment. The customer's condition is unchanged and is "healthy." The customer does not have anemia, is not on heparin and does not have anti-phospholipid antibodies or lupus. The customer is not on any direct thrombin inhibitors. The customer has not had any health or diet changes. The customer has not had any bleeding or bruising. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 28632021) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.